Manufacturer narrative:
The insulin pump had a broken reservoir tube lip, missing reservoir tube o-ring and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reports that insulin pump is broken at battery compartment and has lost the o-ring. Customer's blood glucose was 110 mg/dl. Customer was advised that insulin pump would need to be replaced.